Manufacturer narrative:
(B)(4).

Event description:
It is reported that during the stitching of the meniscus the second implant (t-2 anchor) allegedly did not deploy (did not fall from the cannula). This reportedly happened during the procedure, but there is no report of any delay in the procedure resulting from this alleged event. There is no information available about post-operative patient condition or the outcome of the procedure.

Manufacturer narrative:
Device returned for evaluation on 22 january, 2016. Three fast-fix 360 curved needle delivery systems were returned for evaluation. No ts or sutures were returned for examination. Visual assessment of sample (a&b) showed the actuators are in the post t2 deployment position indicating a complete deployment. These devices were functionally tested for proper actuator advancement and cycling and were found to function as intended. Visual assessment of sample (c) showed its actuator in the pre t2 deployment position indicating a deployment of t1 and pre deployment of t2. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. A design change was implemented to address this failure mode. The devices in question were manufactured prior to this change. No further investigation is warranted at this time. (B)(4).